Manufacturer narrative:
Method: no device eval was performed by the MFR since the device was not returned to the MFR. However, as stated in medwatch reportcompleted by the initial rptr, a culture of the explanted device evidenced a nocardia bacteria. Results: a review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, a review of the sterilization records indicated that the graft was supplied sterile. In addition, a review of the complaints records indicated that there was no adverse event report from this batch number and no report of infection from this sterilization lot #. Conclusions: no conclusion can be drawn. However, all available info would tend to indicate that the event was not attributable to the device. In addition, a literature search has evidenced that nocardia would appear to be commonly found in cardiac surgery and responsible for prosthetic aortic valve endocarditis.